Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies multiple times in an attempt to resolve the occlusions. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another method for insulin therapy.